Manufacturer narrative:
Literature: mclaughlin, j. R., & lee, k. R. (2014). Hybrid total knee arthroplasty: 10- to 16-year follow-up. Orthopedics, 37(11). Doi:10.3928/01477447-20141023-53. The product was not available for return. Condition is addressed in the package insert. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history neither was provided.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty: 10- to 16- year follow-up" which aimed to study if the results of hybrid total knee arthroplasty, consisting of an uncemented femoral component and a cemented tibial component, will equal those of total knee replacement fixed with cement at long-term follow-up. It was reported that patient underwent a revision was due to aseptic loosening implant failure with no infection.